Manufacturer narrative:
500ml baxter bag, lot: w9f05b1, exp: sep20, 10% dextrose injection; td (B)(6) 2019. The customer¿s report that the tubing set spike broke off was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Visual inspection confirmed that the drip chamber spike was broken and separated from the set. Closer inspection of the break site under a lab microscope did not see any evidence of tool marks or scratch marks. Clear liquid was observed inside the drip chamber. The broken drip chamber spike piece was broken off into the IV set returned bag. Functional testing was not performed due to the drip chamber spike break. The root cause of the excessive force was not definitively determined.

Event description:
It was reported that when the rn was priming the tubing set with d10w 500ml, the tubing set spike broke off. The customer stated that there was no patient involvement, however; it was stated that the spike breaking off during the changing of the IV medication is a safety concern for the critically ill patients who are inotrope dependent/sensitive.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation. .

Event description:
It was reported that the nurse was priming the tubing set with normal saline 1000ml when the tubing set spike broke off. The customer stated that there was no patient involvement., however, it was further stated that the spike breaking off during the changing of the IV medication is a safety concern for the critically ill patient's who are inotrope dependent/sensitive.